Event description:
The customer reported that the blue rocker switch fell off after the product was removed from sterile pack. There was no pt involvement. Another device was used without further consequence.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.